Manufacturer narrative:
(B)(4): on examination, there was no visible damage to the keypad. On testing, all the keypad buttons responded appropriately with normal spring back and click. The keypad cover was removed for investigation and did not reveal any signs of contamination, damage or defect of the button contacts. The pump was opened for investigation and did not reveal any evidence of damage or defect of the interior pump components.

Event description:
The patient contacted animas on (B)(6) 2013 reporting that the up, down and ok buttons were intermittently unresponsive and required hard presses to elicit a response. The patient denied any damage to the keypad. The patient denied moisture exposure to the pump. The patient reportedly wore the pump in a pocket and does not clean the pump. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
Date of submission of follow up #1 is (B)(4) 2013. Date of additional analysis in follow up #1 is (B)(4) 2013.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.